Manufacturer narrative:
Continuation of concomitant: 0184 lead, implanted: (B)(6) 2011; dtba1d1 device, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead and a "pounding" sensation below the rib cage and occasional thumping in the upper chest. It was noted by the patient they were unable to sleep on left side of body due to this sensation. A device interrogation indicated the lv lead automatic capture was programmed on at the time of the device interrogation. Automatic capture was programmed off and the lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.